Event description:
Revised an left medial mck knee due to tibial baseplate implant fracture. He revised to a total knee. He said the patient didn't claim to have a traumatic event to particularly cause it.